Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
H6 patient codes: (B)(6) additional b5 narrative: it was reported that the patient experienced small bowel obstruction, discomfort and pain. It was also reported that the patient underwent mesh revisions on 08/12/2015 and on 05/19/2016 due to recurrent hernia. Mwr-22102019-0000566537 submitted for adverse event which occurred on (B)(6) 2015. Mwr-22102019-0000566557 submitted for adverse event which occurred on (B)(6) 2016. In addition, a review of the manufacturing records was performed and indicates that there wwere no quality concerns associated with the manufacturing process.